Event description:
No additional information received form the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields include d8, h2, h3, h6, and h11. Corrected fields: d10 - concomitant product null should be left blank / remove ni from previous report. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: scope communication error e238 occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to breakage of imager and corrosion of scope connector. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) e1 - address 1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had noisy image when connected to cv-1500 during inspection for use. There were no reports of patient involvement.